Event description:
It was reported that cause was unknown. Rep advised patient to monitor on/off settings and log when she notices therapy off and to also log the battery level at that time. Patient was also advised to follow the same series of steps when checking the stimulation settings. This is to ensure that she is not accidently touching the off icon on the remote. Unknown if issue has resolved; abnormal off settings were not observed when checking the stimulation usage diary.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient stated that her therapy is turning off on its own. Patient checks her ins daily and has to recharge twice a day due to hd settings. Patient has noticed that it even has appeared off around 50%. Caller noted that after checking dairies, therapy usage is 96% since last session. Caller reviewed therapy usage and as well as recharge diary. Shows that patient has let it drop to 10% in some instances. The issue was not resolved through troubleshooting. Technical services reviewed that patient could be letting ins deplete too low even while recharging to the point where therapy turns off while being recharged. Advised to keep a log of when she notices therapy is off and how long ins battery is.